Event description:
A customer reported that the touchscreen of their insulin pump was unresponsive, with the screen frozen and unable to register inputs. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Despite attempting a pump reset, the issue persisted, leading customer technical support to arrange for a replacement pump as the existing one was out of warranty. Meanwhile, the customer planned to use multiple daily injections as a backup to maintain insulin delivery, and an agreement for an out-of-warranty loaner pump was completed.